Event description:
It was reported that when stimulation was on, the patient never received therapeutic effect. Additional information received reported it was believed the implantable neurostimulator (ins) was explanted. The cause of the event was noted as overactive bladder. The ins worked at first, then did not. No hospitalization was required. Patient outcome was not provided.

Manufacturer narrative:
Product ID (B)(4), lot# v855059, serial#, implanted: 2012 (B)(6), explanted, product type: lead, product ID (B)(4), lot#, serial # (B)(4), product type: programmer. (B)(4).